Manufacturer narrative:
The customer's quality control recovery for tsh, ft3 iii and ft4 ii scatter, depending on the assay. This most likely indicates a handling, maintenance or environmental issue. Analyzer performance data from (B)(6) 2015 indicate a problem with the measuring cell, the liquid flow sensor and the measuring cell or the magnet. The field service representative visited the customer site on 10/23/2015 and worked on the analyzer. The new analyzer performance data indicate the instrument is working as intended. Based on the available data the root cause of the issue was most likely due to a maintenance issue related to the measuring cell.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh), ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). Both the initial and repeat results were reported outside of the laboratory. The initial ft3 iii result was 8.18 pmol/l. The repeat result on (B)(6) 2015 was 5.22 pmol/l. The initial ft4 ii result was 26.44 pmol/l. The repeat result on (B)(6) 2015 was 14.90 pmol/l. The initial tsh result was 2.25 uiu/ml. The repeat result on (B)(6) 2015 was 3.37 uiu/ml. No adverse event occurred. The patient is listed as being fine. No reagent lot numbers or expiration dates were provided. It was noted that the measuring cell was changed on (B)(6) 2015.